Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 04-sep-2020, UDI#: (B)(4), h3 ¿ analysis of the communicator found ¿loose usb charge port and rattler,¿ ¿failed battery charging bench test,¿ and ¿tm90 recharging circuitry is damaged (micro usb hub bracket broken and burnt l3 on charge board).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for use was non-malignant pain. The hcp (healthcare provider) was calling on behalf of the patient. The hcp was currently with the patient at their home, and it was being reported that the patient¿s communicator was not charging and when shaking the device, it sounded as if something was broken inside. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed during the call included confirming that when plugged into the charger, the light was solid orange. The hcit (healthcare information technology) agent explained that the solid orange light indicated that the device was plugged into a power source and charging. It was then confirmed that the patient had had the device charging since 10pm last night. It was noted that the patient was unable to retrieve a bolus and was in a lot of pain. Hcit requested a replacement communicator from the repair department because the communicator was no longer taking a charge and when the device was shaken, it sounded like broken particles inside. No patient injury reported.